Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 80mg/dl (meter), 58mg/dl (lab). Tests were done within <10 minutes with a difference of 22mg/dl. Pt did not experience any adverse events.